Manufacturer narrative:
An additional lot number was reported (m001860). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge were not fitting onto the pump. Reportedly, the pneumatic tap was exposed. The customer's blood glucose level was not impacted. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.